Event description:
It was later reported that patient had standard battery depletion so that prompted the battery exchange. The patient hasn't seen much improvement with her symptoms. The representative was meeting with patient on (B)(6) 2015 for reprogramming at health care provider's office.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3889-28, lot# v569218, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
This case was booked as a battery exchange. The physician tested the existing lead after he unhooked the old implantable neurostimulator (ins). The lead tested well with the patient showing strong motor response on all 4 electrodes. It was then noted that impedance check showed >4000 on every single electrode combination. The lead was tested again with the patient cable cord and the patient showed strong motor response again. The physician wiped the lead tip with a clean raytec to ensure no moisture was left on the lead and we turned off the bovie machine in the room. There was no c-arm in the room. The physician hooked up the new ins again and the impedance check showed again > 4000 on all electrode combinations. At this point we opened another new ins and connected it to the existing lead the impedance check came back again greater than 4000 on all electrodes. The health care provider was instructed to implant the 2nd ins as long as they were getting a strong testing response on the lead. The first ins will be send back to determine if it was possibly defective. The issue was resolved at the time of the report. The patient status was reported as "alive no injury." Additional information reported a day later indicated that there was no trouble inserting the lead. The impedances on all pairs were greater than 4000. The representative stated that they wiped the lead and attempted to reinsert, they reset the setscrew, and tried a second ins. None of these steps worked to fix the issue, impedances were still out of range. The representative stated that they tested with the twist lock and were able to get motor response and contacted tech service and were told with motor response being good they can implant the battery. It was noted that in post operation the patient did not feel stimulation. The representative set the patient at amplitude of 4.5 v and sent the patient home. The representative was going to follow up with the patient on monday to see if the symptoms are better. They have a baseline because the patient's battery became depleted 5 months before ins was replaced a day prior to this call. So the symptom response will be compared the symptoms before the battery was replaced. The health care provider plans to follow-up after one week and check the patient's response. The patient was diagnosis with gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Medical products: product ID 3889-28, lot# v569218, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during a lead revision, the healthcare provider saw two leads using fluoroscopy. The lead that was implanted in 2010 was still left in place. The manufacturer representative found out about the lead that day. Additional information was received from a health care professional. It was reported that the device had been revised in the past, and the patient had two leads in the s3 foramen. It was stated that one of the leads was from a previously placed implant which clearly showed that the lead had broken off. Because the patient had remaining needle on the left side, their new lead was ¿replaced on opposite site.¿ no further patient complications are anticipated or expected as a result of this event.